Event description:
A second physician reported right side "voluntary recall," and "rupture-capsular contracture" baker grade unspecified.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. A second physician reported right side "voluntary recall," and "rupture-capsular contracture" baker grade ii. The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, d.9, g.1, h.3, h.6. Device evaluation: analysis of the returned device identified: a broken shell and underweight. A visual and microscopic analysis was performed which identified: a missing shell and sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a missing shell assessed as inconclusive and a sharp broken on posterior assessed as a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.